Event description:
It was reported that during an initial knee procedure, the trial fractured. Following the procedure, it was noted the patient retained part of the instrument. A revision procedure was performed to remove the fractured piece from the patient.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of a photograph. Visual examination of the provided photo found a piece fractured off the punch. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.